Manufacturer narrative:
Device received with blank display due to connector not plugged in properly. The connector was connected and the device powered on properly. Unable to verify insulin flow blocked alarms due to blank display. Device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.